Event description:
The medical affairs specialist (mss) classified this complaint based on information obtained from lifescan (lfs) customer service. The lay user/patient contacted lfs customer service in 2009, alleging that her one touch ultra2 meter started to revert to the setup mode after the battery was removed/replaced. According to the owner's manual, this is an expected behavior for the meter. The patient indicated that the reported issue occurred approximately at 7:15 am, and reportedly became sweaty at an unknown time later. The patient administered self-treatment with food/drink at approximately 7:15-7:30am the same day. No other forms of treatment were reported. The patient also denied testing on any other devices at the time of concern. According to the troubleshooting performed with customer service, the reported issue was not resolved. Replacement products were sent to the patient. This complaint is being reported, because the patient allegedly developed symptoms suggestive of hypoglycemia after the meter reverted to the setup mode. The patient received food/drink as treatment. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.